Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarms due to corroded keypad traces. The pump was tested after cleaning the keypad traces. The pump was received with operating currents and passed self test, unexpected error test and displacement test. However, the pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor system. Unable to perform occlusion test, excessive no delivery test or dat test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners, display window and belt clip slot, minor scratched display window and case and stained end cap sticker.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 147 mg/dl. He customer was wearing the insulin pump during the hospitalization. And was discharged the same day. Customer's parent reported that the insulin pump had a button error and the buttons stopped responding. There is no significant event leading to the keypad anomaly was observed. It was also confirmed that the time was advancing. Customer was brought to the ER as he developed diabetic ketoacidosis. Customer's blood glucose was 145 mg/dl the night before and it went up to 347 mg/dl the next morning. Customer's last blood glucose reading was 85 mg/dl after treatment with manual injection for the high blood glucose. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.